Manufacturer narrative:
Correction: manufacturer location revised. Correction: manufacturer contact address revised. A photo analysis was conducted for this complaint. A review of the customer provided photographs confirmed a blood leak occurred in the centrifuge bowl area during the treatment procedure. The exact location of the leak could not be determined based on the photographs provided. A material trace on the centrifuge bowls used to build lot e724 found no nonconformances. The root cause of the leak could not be determined based on the information provided. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t. (B)(6) 2017.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot e724 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of e724 for the reported issue shows no trends. Trends were reviewed for complaint categories centrifuge bowl leak/break and leak centrifuge alarm. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. A supplemental report will be filed when the analysis is complete.

Event description:
Customer e-mailed to report a leak centrifuge alarm and centrifuge bowl leak/break occurred during treatment procedure. The leak centrifuge alarm, and centrifuge bowl leak/break occurred during the second cycle of buffy coat collection, the treatment was performed in single needle mode. Customer stated the treatment was aborted and no blood was returned to the patient. Customer has returned photographs for investigation.